Manufacturer narrative:
Medical device expiration date: na. Investigation summary: a video of the customer demonstrating the use of the safeclip was provided. A trace amount of an unknown substance is shown on the metallic portion of the safeclip but cannot be immediately identified. Customer struggled to insert and clip the needle using the safeclip. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video received, bd was able to confirm the customer¿s indicated failure of the safeclip cutter being blocked. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the safeclip being blocked to the point of being unable to trim needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles. Based on the investigation, no CAPA/sa is required at this time.

Event description:
It was reported that the bd safe-clip¿ could not clip needles. The following information was provided by the initial reporter, translated from spanish to english: "today, the patient's caregiver program was contacted in order to inform that he is having difficulties with the needle cutter device, it indicates that the part where the hole is for the needle to enter is oxidized and does not allow its entry."